Event description:
The customer reported that an 840 ventilator had a lower graphic user interface (gui) display that went unclear during use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer service engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).